Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case)- unable to remove battery cap issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2017 with the following findings: during investigation, the battery cap coin slot was found to be damaged, which made removal of the cap from the pump difficult. The battery cap contact height and width measurements were found to be within specification. Unrelated to the original complaint, the battery compartment was observed to be cracked from the case seal traveling to the grip pad and at the case seal to the left side of the grip pad.